Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds. The rv lead was surgically abandoned. No additional adverse patient effects were reported.